Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2021 due to loosening. The date of first surgery is unknown. No information of the product explanted. The surgeon implanted cup 36+3, screw l30mm and humelock reversed stem.